Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia and diabetic ketoacidosis while using the infusion device. The patient is currently in the intensive care unit. The patient's blood glucose level was 1,000 mg/dl at the hospital. The type of treatment provided to the patient at the hospital was not provided. It was alleged that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels.